Event description:
While using the perclose device to close the artery, the end of the device became dislodged in the patient's artery. The patient was taken to the operating room for removal of the retained portion of the device. FDA safety report ID # (B)(4).